Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, product type: programmer, patient. Product ID: 3889-28, lot# va0y029, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) reported that the patient experienced a loss of therapy. Stimulation was not felt and it was not on. Therapy was turned on and the patient was feeling stimulation once it was increased to 1.4 volts. The patient's symptoms had gotten worse so she had tried increasing stimulation but she couldn't remember if she was doing it right. She had woken up the morning of this report and was completely wet. This was stated to have occurred on (B)(6) 2015. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address this issue and if it was resolved. This event will be updated if additional information is received.